Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient in the rescue plvad group underwent vt ablation for recurrent, drug refractory vt and suffered from a cardiac arrest during the procedure due to refractory ventricular fibrillation based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿outcomes of pre-emptive and rescue use of percutaneous left ventricular assist device in patients with structural heart disease undergoing catheter ablation of ventricular tachycardia¿ the purpose of this study was to to assess the outcomes of pre-emptive and rescue use of plvad during vt ablation in patients with ischemic and non-ischemic cardiomyopathy. The study was conducted between (B)(6) 2009 and (b)96) 2011. Suspect device is an externally irrigated 3.5 mm navistar thermocool ablation catheter, however catalog and lot numbers are unknown.